Manufacturer narrative:
Patient country: canada.

Event description:
Unomedical reference number(B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient infusion set was leaking from the site due to which hyperglycemia occurs within few hours of use. High blood glucose level was displayed high and was treated by the correction injection via mdi. No further information was available